Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was located in the left anterior descending (lad) artery. The physician used an xb 3.5 guide catheter and a bmw guide wire to access the lesion. The bmw guide wire was exchanged for a csi viperwire guide wire and the oad was loaded onto it. The physician performed two runs at low speed through the lesion and no angiographic complications were observed. The physician then performed a third run distal-to-proximal through the lesion and at this point, the patient status started to decline. Post-atherectomy angiography revealed a perforation in the lad. A 2.5 mm balloon was advanced into the lad and inflated multiple times to tamponade the perforation. A bare-metal stent was then deployed into the lad in an effort to resolve the perforation, but minor extravasation was still present. The physician then deployed a graftmaster stent across the perforation and successfully resolved it.